Event description:
It was reported by physician that they were concerned with how quickly the patient's battery had depleted. Diagnostics seen to be okay. The patient's device is at 0-8% battery life. The data from the generator was reviewed in which a premature depletion event has been identified, but due to lack of information the cause cannot be properly identified. The patient is referred for replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient's generator was replaced. The generator was noted to be completely depleting during pre-op. Physician reports that during the lead pin seemed to be loosely connected into the generator. The explanted generator has not been received to date. No other relevant information has been received to date.

Event description:
The explanted generator has been received by the manufacturer. No other relevant information has been received to date.

Event description:
The generator underwent product analysis in which there were no performance, or any other type of adverse conditions found with the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device implant which may have been a contributing factor for the end of battery life condition. No other anomalies were identified. No other relevant information has been received to date.

Event description:
Additional investigation was conducted internally as the cause of the premature end of life needed further investigating. Product analysis testing identified the pulse generator may have been exposed to an electro-cautery tool during device implant which may have been a contributing factor for the eos condition. After follow up with the product analysis team, it can be confirmed that electrocautery was used in the presence of the vns, but there is no way to tell when this electrocautery was used (implant vs explant). Product analysis had concluded that this electrocautery was likely used during the implant procedure, however there is no quantifiable evidence that rules out the electrocautery being used during the explant procedure. The report will need to be updated to reflect that the cause of the premature depletion of battery cannot be confirmed to date. Currently the cause is only speculation by the product analysis team. No other relevant information has been received to date.